Manufacturer narrative:
Med watch submitted on: (B)(6) 2012. Device labeling addresses the reported event of seroma as follows: the core study: 7 year adverse event rates: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications.) Swelling = 7.1% "after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). There were no report events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.

Event description:
Healthcare professional reports a case of "suspicious of seroma-associated alcl." It is not completely clear which side is affected. At this time the lymphoma will be represented on the right side and the left side is noted as a removal only. There is no device information, pathology, cytology nor is there clarification of the affected side noted at this time. Multiple attempts have been made to confirm the affected side and to gather any additional information on this case. Any additional information regarding these events will be updated in this file.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).